Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a lead revision procedure wherein the physician moved the cervical lead down to the thoracic area. The patient was doing well postoperatively.